Event description:
Malfunction of reprocessed laser fiber during urology procedure caused minor burn to operating room rn involved in case. Fiber replaced and procedure continued without further incident. Noted after case fiber/damaged line just distal from holmium connection site to laser machine. Poor labeling of laser fiber products contributes to the potential to reuse single use fibers or reprocess (excessively) limited use fibers. Sample product bag front for re-usable (up to 5x's) laser fiber. Do not see any information for end-users on number of times product can be reprocessed. Reprocessing info on that product is on page 5 of package insert which end user does not see. Another laser fiber sample packaging. This is a single use fiber and end user is to know that based on symbol. Not ... Understood by operating room staff. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.